Event description:
It was reported that the patient experienced charging issue and underwent an implantable pulse generator (ipg) replacement. Patient is doing well post operatively. The explanted device will not be returned as it is against the facility policy.

Manufacturer narrative:
B3: exact date unknown, event occurred in approximately (B)(6) 2024 from date manufacturer was made aware.